Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. Additional information: d9 - added date returned, g6 - type of report - noted as follow-up #1, h2 - type of follow-up - noted for corrected information and additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Injector and iol were available for investigation. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 255). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. CAPA-22-0009 has been initiated for "damaged haptic" complaints.

Event description:
No product defect. Intra-operative complications the posterior capsule was ruptured after iol insertion.the iol was explanted from the eye, and the back up iol was implanted. The patient's health is not impacted as of (B)(6) 2023.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Posterior capsule rupture is indicated as a potential adverse event related to iol implantation, as covered under the warnings section of the product's instructions for use (IFU). (B)(4). Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
No product defect. Intra-operative complications. The posterior capsule was ruptured after iol insertion. The iol was explanted from the eye, and the back up iol was implanted. The patient's health is not impacted as of on (B)(6) 2023.